Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. During testing, was unable to verify missing segments or partial display due to physical damage to lcd glass. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have been playing softball and fell with insulin pump connected. Customer reported to have later noticed that display screen was completely smeared with a black spot. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.